Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 6.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. Despite this, the procedure was completed. No patient complications nor injuries were reported.